Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.